Event description:
This is an international report where the liquid could not be stopped from the transfer set, even by closing the clamp. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). One used set with cap on dark blue connector and no cap on patient connector in reference to leak was received. Functionally hand tightened a lab titanium adapter without difficulty. Set was then tested underwater at 8 psi with leak during clamp function but no tubing leak noted. Set was visually inspected and noted that both of the occluder feet were broken at the top. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible overtorking. The complaint was confirmed in the lab for leak. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The root cause of this complaint was undetermined.